Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. Reportedly a cgm session was not restarted after the pump shutdown due to not being charged. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.